Event description:
The customer reported that the insulin pump alarmed an error and insulin squirted out without stopping during the manual prime. Advised that the device would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed an error during the prime test as a result of a loose drive support disk.